Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels.. Subsequently, the patient was revised on (B)(6) 2012 cement hip spacer. On (B)(6) 2012, the cement hip spacer was removed and total hip arthroplasty components were implanted. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient's legal counsel reported that patient underwent right total hip arthroplasty on (B)(6) 2009. Legal counsel for patient reports patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, dysfunction, loss of range of motion, metal poisoning, metallosis and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2012 cement hip spacer. On (B)(6) 2012 the cement hip spacer was removed and total hip arthroplasty components were implanted. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative notes reports the presence of a crack in the anterior femoral bone and infection. All components were removed and replaced with antibiotic spacers.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ and ¿material sensitivity reactions.¿ and "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2014-00429/-00430/-00431/-00432).